Event description:
The patient reported that she was admitted to the hospital for an elevated blood glucose level of 1100 mg/dl. She states that on october 14 during the day, an occlusion alarm occurred and was cleared by changing the site, set, and cartridge. She says that her daughter could not arouse her at 5 am on october 15 and her blood glucose level before going to bed on october 14 was 180 mg/dl. She says she does not know what occurred to cause the elevated blood glucose level.

Manufacturer narrative:
The pump was returned to animas. Review of the pump history revealed an occlusion alarm on october 15 at 2:59 am instead of october 14 as stated by the patient. The occlusion alarm was not cleared until 7:19 am according to the pump history. Pump therapy was not resumed until october 18 according to the pump history. Evaluation demonstrated that the pump operated within required specifications and delivered insulin accurately. There was no damage found to the pump's power circuit. Use error may have contributed to the patient's hospitalization as the occlusion alarm was not cleared promptly and pump therapy was not resumed after the alarm was cleared.